Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose value was 170 mg/dl. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.